Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "short-term results of the s-rom-a femoral prosthesis" written by kensuke kido, md, mikihiro fujioka, md, phd, kenji takahashi, md, phd, keiichiro ueshima, md, tsuyoshi goto, md, and toshikazu kubo, md, phd published by the journal of arthroplasty vol. 24 no. 8 2009 accepted 15 march 2009 was reviewed. The article's purpose: "to evaluate the effect of tha using the s-rom-a femoral prosthesis on clinically and radiographically relevant variables, including thigh pain, dislocation, neck anteversion, and osteolysis." The data was compiled from 68 hips and 56 patients with a mean follow up period of 27.8 months (12 males and 44 females with average age of 57.1 years). Depuy products utilized: srom stem, sleeve, cocr head, poly liner, duraloc cup, locking ring. It is noted that 3 non-depuy cups were utilized within the study population. Adverse events: intermittent thigh pain that did not limit patient's activity (1), femoral fissure identified (specific anatomical landmark not provided) perioperatively healed with cerclage wire (2), femoral nerve palsy head completely with conservative treatment (1). The article further states "there were no deep infections, dislocations, or revisions because of aseptic loosening's. The article does not provide adequate information to determine accurate quantities. The article does not provide any further information regarding interventions to address the adverse events.